Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated troponin result for one patient sample. The architect generated an initial troponin result of 0.96 and a repeat result that was below the customer's panic value of 0.05. The falsely elevated troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). No consequences or impact to patient a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. The customer observed falsely elevated patient results while using architect stat troponin-I reagent lot 74018un13 and an unknown lot. Accuracy testing was completed using retained kits of lot 47018un13 and generated acceptable results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The customer indicated the issue was resolved by spinning the samples for a longer time which reasonably suggests a potential sample handling issue and does not reasonable suggest a malfunction. A product deficiency was not identified.